Manufacturer narrative:
The account after replacing the head down valve replaced the CPR valve to repair the bed.

Event description:
The account alleged that the head section is drifting down very slowly.